Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not lock the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The incident with the clip applier occurred when the surgeon was attempting to clamp on a vessel or tissue bundle. The clip would not lock when fully closed thus leading to an unsuccessful clip application. The customer tried another clip applier with the same result. Medium-large weck clips were used for the procedure. The vessel or tissue bundle was not greater than what was specified in the instructions for use. The issue occurred on the 1st clip application. A backup was used to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and clip tests. The instrument moved intuitively with a full range of motion in all directions on several attempts. The grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. No product issue was identified.